Event description:
Our son's bedwetting alarm got so hot that it melted a few mins after batteries were inserted into the alarm. The alarm was not in use at the time. The incident has caused us to not use any such product and report the same to USA FDA. The heat was substantial and could have easily burnt a child.